Manufacturer narrative:
Insulin pump received with an intermittent button due to moisture damage at keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 146 mg/dl. Customer stated that the esc button was not working. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.